Manufacturer narrative:
Based on our investigation, we can conclude that the fit issue was caused by a material discrepancy that was not correctly addressed by our technicians. The stone model that was provided by the doctor was determined to be warped and virtual registration to tha patient scan was not acceptable per procedural guidelines. Per procedure, the doctor should have been notified of the discrepancy, and given the options of either submitting new materials, or proceeding with the potentially inaccurate materials. The technicians involved in processing the case have been made aware of the error and re-trained to procedural expectations. However, the adverse patient event was caused by the doctor's attempt to make the guide seat properly, and the tissue flaps performed on the patient were not part of the treatment plan for the guide as reflected by the anatomage reference chart for the case. Additionally, sg006 anatomage guide technical data sheet (rev I) is shipped with every guide and instructs doctors not to use the guide if significant seating issues persist. Therefore, if guides do not seat on the patient's arch properly, the doctor is expected to not to continue to use the guide for surgery.

Event description:
The guide did not fit on the premolars and implant sites. The doctor anesthetized the patient and flapped the implant sites in an attempt to help the guide seat, but was unsuccessful. Surgery was aborted and the doctor submitted materials for a remake.